Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00155 on 18-feb-2020. Siemens filed the first supplemental MDR 2432235-2020-00155 on 17-jun-2020. Siemens filed the second supplemental MDR 2432235-2020-00155 on 06-nov-2020. Additional information (16-jul-2021): siemens reviewed the advia centaur xp instrument information and discovered high background test results. Siemens noted that a potential cause is due to contamination. The instrument was decontaminated and improved the background test result data. The cse performed a system verification protocol (svk) and indicated an acceptable instrument performance. Siemens replaced the cuvettes to rule out potential storage contamination of the on-site cuvettes and verified an improvement in background test result data. Siemens performed follow-ups and noted the advia centaur total hcg (thcg) reagents were calibrated successfully, and there was no issue with precision tests. Siemens reviewed the information provided and did not identify a performance issue. Quality control (qc) results were within the manufacturer's ranges, and assay precision data was acceptable. The instrument and total hcg assay were performing as specified. The customer evaluated their data and noted that total hcg results are acceptable. Siemens completed the investigation, and the cause of a discordant total hcg (thcg) patient result on one patient sample is unknown. The instrument is performing as specified. No systemic issue was identified by siemens, and no further evaluation of the device was required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00155 on 18-feb-2020. Additional information (22-may-2020): siemens noted that the water system provider performed the decontamination on 02-march-2020, and replaced all lines from millipore to the analyzer, and replaced the water unit with a bigger one. The instrument was using water from the millipore tank that is not deionized (di) water, and the system was decontaminated on the 05-april 2020. The customer informed that wash 1 was not available in their lab and not running patient samples. The customer received wash 1 on 6-may-2020 and started validations on 11-may-2020. Siemens is investigating.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and has no confidence in the repeat test result. The customer informs that a siemens customer service engineer (cse) decontaminated the instrument in (B)(6) 2019 due to an issue with the laboratory water system. Due to the recurrence, siemens dispatched a cse to the customer site. The engineer performed an inspection and noted that instrument is directly plumbed. The engineer performed the wet and dry tests, and the water was contaminated. The instrument was decontaminated, and the supplier of the water system was contacted. Siemens ran the system verification kit (svk) and resolved a sensor and mechanical issue in the reagent probe 1, reagent probe 2, and ancillary queue. Siemens is investigating.

Event description:
A discordant total hcg (thcg) patient result was obtained on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The customer has used the same patient sample and instrument to confirm the correct result. There are no reports of patient intervention or adverse health consequences due to the discordant thcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00155 on (B)(6) 2020. Siemens filed the first supplemental MDR 2432235-2020-00155_s1 on (B)(6) 2020. Additional information (15-oct-2020): the siemens customer service engineer (cse) performed additional services and noted an issue with the luminometer module. The cse ran diagnostic tests and noted that no dark counts were produced and replace the luminometer module. Additional testing was performed with a wet and dry test run, and the results were in the low range of 7 to 15. The cse inspected the instrument and observed a malfunction in the acid tubing. The cse replaced the tube, ran diagnostic tests, and noted that the rlu intermittently spiked between 650 and +1000. The cse performed decontaminations with both cleaning solution and hydrogen peroxide and replaced the photo counter board, and the issue continues to be intermittent. Siemens is investigating the event. Section h6 is updated with new adverse event problem codes.